Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative and a consumer regarding a patient receiving fentanyl (7000 mcg/ml at 374.0 mcg/day), bupivacaine (15 mg/ml at 0.801 mg/day), and baclofen (80 mcg/ml at 4.275 mcg/day) via an implanted pump. Additional drug information was noted to be ¿20 ml pfns; bolus: fentanyl 214.8 mcg, bupivacaine 0.460, baclofen (unknown) 2.455, bolus duration 2 min, lockout 4h, 6/24h, 6/day¿. Per the patient, the pump was implanted for pain, but he thought he may also have spasticity as an indication. The indication for pump use, per the manufacturer¿s device registration system, was non-malignant pain. It was reported that at the pump replacement procedure on (B)(6) 2019, the patient stated that the pump had changed his life and he wanted to be in a commercial for it. On (B)(6) 2019, the patient told his hcp that he thought he found information that the pumps were not FDA approved. Additional information was received on (B)(6) 2019 at which time it was reported that the patient wanted a 40 ml pump because he lost his father and didn¿t feel like he could make every appointment with a 20 ml pump. Additional information was received on (B)(6) 2019 from the patient who reported that his pump was alarming/beeping every hour with a singled-toned beep and it began at 7:59 this morning. The patient was hearing a non-critical alarm. The patient opened the ptm (personal therapy manager) app and noted no alerts in the alert section. No patient symptoms were reported, but the patient was fearful of losing therapy stating that with the amount of fentanyl he was on he would be in a lot of pain. The patient stated that his pump was being replaced on (B)(6) 2019. When asked if the reason for the replacement was due to an issue, the patient declined to answer and stated that he would prefer to speak with someone from the legal department regarding some of his questions. No further complications have been reported as a result of this event.